Event description:
It was reported that the device lead is off. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device lead is off. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the leadset, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.